Manufacturer narrative:
Sc-1110 (B)(6). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.